Event description:
Damage to the pump housing and usb port was reported, preventing the customer from charging the pump and leading to its shutdown. There was no reported adverse impact to customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The customer will use multiple daily injections as a backup therapy to ensure continuous insulin delivery.